Manufacturer narrative:
Unique identifier: (B)(4). There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported after a breast examination, when the patient tried to get up from the cradle by placing her hand on a patient strap, the patient received a 5cm laceration on the palm of the left hand from the edge of the accessory strap. The laceration was sutured. The ge field engineer (fe) confirmed that there was no problem on the mr patient table.

Manufacturer narrative:
The investigation by ge healthcare has been completed. The patient immobilizer strap was found to be undamaged and applied correctly. The edge and corner of the strap were tested per underwriters laboratories(ul) standard 1439 and determined to not be a sharp edge per iec 60601-1 3rd edition (clause 9.3 hazards associated with surfaces, corners and edges). The actual injury for this event was conservatively assessed as serious due to the wound having been treated with sutures. However with use of the product in the clinical setting if an injury were to recur no more than a minor superficial soft tissue injury is reasonably expected. No potential root causes were identified from clinical, design or manufacturing process. The root cause of this patient injury is inconclusive. This incident does not appear to be caused by a product defect and is considered an isolated event and no further action is planned.